Event description:
It was reported that this implantable pacemaker battery longevity was depleting rapidly. Additionally, patient is pacemaker dependent. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker battery was depleting rapidly. Additionally, patient is pacemaker dependent. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.